Manufacturer narrative:
H3/h6: analysis was completed. As reported, the end cap had been broken off and was missing from the returned handle. Otherwise, the handle received and rotated known good instruments without issue. The ratchet mechanism was intact and fully functional. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the metal-tip end of the ratchet handle was missing. The ratchet handle had a metal tip at the distal end, and likely from malleting during cases and sterility over its lifespan, it either fell or broke off to cause the issue. There was no patient involvement.

Manufacturer narrative:
H2) this product event was originally submitted under two regulatory reports. Please see regulatory report #: 1723170-2025-02391 for the other regulatory report submitted for this product event. If any more information is received regarding the product event, it will be reported under this product event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.